Manufacturer narrative:
Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that percutaneous coronary intervention (pci) was performed after transcatheter aortic valve implantation (tavi). During the procedure, an intra-aortic balloon (iab) was inserted. However, the augmentation pressure did not increase on the pressure waveform after insertion and fluoroscopy confirmed that the upper side of the iab was not expanding. An "iab catheter inspection required (flow restriction)" alarm was then generated. Unwrapping with a syringe was performed, but the symptoms did not improve, so the patient's blood pressure was checked. After confirming that there were no problems, iab therapy was discontinued. After the iab was removed, hospital staff visually checked the catheter for kinks but could not find any. Furthermore, when pressure was applied from the gas lumen with a syringe, a pinhole-like leak was confirmed at the base of the iab. The patient is being managed with postoperative medication. There was no patient harm or adverse event reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed at the rear seal of the membrane. A sensor output test was performed and the sensor was found to be within specification. The root cause of the reported failure "iab - alarm, check iab catheter {flow restriction) & difficult/unable to inflate & difficult/ unable to monitor pressure (augmentation) & leak, hole in iab" was the leak at the rear seal area. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released, once during production and once during qc inspection. The root cause of the leak at the rear seal area cannot be determined, as it occurred after shipment of the device and was out of getinge's control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.